Event description:
The user facility reported guidewire breakage during a procedure. Follow up communication with the user facility reported the following information: the doctor was working in the pt with the gold wire; the tip of the wire broke off; the tip of the wire is still in the patient's leg; and the patient's condition was reported as stable.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00127. The actual device has been received by the manufacturing facility but evaluation is not yet complete. A follow up report will be submitted within 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00127.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00127 to provide the results of the returned sample evaluation. The actual device was received by the manufacturing facility for evaluation. The actual sample was measure and confirmed to be approximately 2996mm in total length. Since the specification length of this product is approximately 3000mm, it is likely that a portion of 4mm-long is missing from the actual sample. Magnifying inspection found that the distal tip had been fractured and the urethane outer layer around the fracture had been elongated. Electron microscopic inspection of the fracture revealed the generation of some creases on the surfaces of the urethane layer. These creases are known to appear on the surface of the urethane layer as a result of the urethane layer having been once stretched by a pulling force and then getting shrunk. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications, being comparable to that of the current product sample. The urethane layer around the fracture was removed by a solvent medium for further inspection of the core wire. Electron microscopic inspection found the fracture cross-section was flat and concentric circular pattern was observed on the surface. Inspection from the lateral side of the core wire found it had been deformed into a curved shape. Simulation testing was conducted. A product sample was subjected to twisting forces by which the shaft was formed into a loop-shaped till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was noted in the curved shape and the fracture cross section was flat. The state of the fracture very similar to that of the actual sample was duplicated. The product sample was also subjected to one-way distorting forces till it got fractured. Electron microscopic inspection revealed that the fracture cross section was flat and a concentric circular pattern was generated on its surface. A trace of distortion was observed on the distal edge. Review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed that there were not any indications of production-related issues or discrepancies in the inspection result. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is consistent with the distal segment of the actual sample having been trapped due to some factors. Subsequently, in that state, the actual sample was subjected to pushing, pulling and one-way distorting manipulations, when the shaft was formed into a loop-shape, distorted and finally got fractured. The device labeling does address the potential for such an event in the instructions-for-use (IFU), which states the following: "manipulate the glidewire gold slowly and carefully in the vessel. Especially in the tight stenosis, while confirming the behavior and location of its tip through a fluoroscope. If any resistance is felt or if the tip behavior and/or location seems improper, stop manipulating the guide wire and determine the cause through the fluoroscope. Failure to exercise proper caution may result in separation of the guide wire tip, damage to the guide wire, damage to the vessel.' All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00127 to provide the results of the returned sample evaluation.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was not any indications of production-related issues or discrepancies in the inspection/test results. A search of the complaint file did not find any other report with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.